Event description:
It was reported that the pt experienced a loss of therapeutic effect. There was no known related incident or accident reported. The pt had a return of (unspecified) symptoms and was admitted to the hospital. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).